Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as frequent urination. The customer was treated with manual injection and insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring: black. Customer returned pump for alleged high bg's found on (B)(6) 2022. The pump passed the displacement test, rewind test, prime/seating test, , force sensor test, occlusion test, self test, displacement accuracy test, sleep current measurement, and active current measurement, however failed the basic occlusion test and force sensor test, and failed the sleep current measurement due to high impedance. Test p-cap locks properly into the reservoir compartment. The electronic assemblies and motor assemblies were inspected, and moisture damage on the force sensor was noted. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and sleep current measurement test failure noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and no sleep current measurement test failure noted. The following were noted during visual inspection: pillowing keypad overlay. Unable to test for reported harm. Unable to confirm alleged high bg's. Moisture damage was confirmed on force sensor. Sleep current measurement test failure suspected to be in pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.